Event description:
Four patient samples with discrepant co2 results. Patient 1, initial result 13.3 mmol/l, repeat 18.5 mmol/l. Patient 2, initial result 13.8 mmol/l, repeat 20.3 mmol/l. Patient 3 initial result 23.9 mmol/l, repeat 29.1 mmol/l. Patient 4 initial result 20.6 mmol/l, repeat 27.3 mmol/l. Initial results were reported, patients not adversely affected. The field service representative determined there was a problem with the vacuum control valve. The instrument was repaired.